Manufacturer narrative:
The patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Patient information regarding medical history is unknown. This information was not available from the facility. Report source: foreign (B)(6). Device evaluated by MFR the angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat the mid sfa. During inflation below rbp, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.